Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2018 as no event date was reported. The complainant was unable to report the device lot number; therefore, the manufacture date and expiration date are unknown. (B)(4). According to the complainant, the suspect device is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in a procedure performed on an unknown date. According to the complainant, during the procedure, the clip was attempted to be deployed; however, the clip would not detach from the catheter. No patient complications have been reported as a result of this event. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.